Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The field service engineer (fse) evaluated the device and verified the reported condition. The gas delivery system was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The gas delivery system(gds) was received for failure investigation. Visual inspection revealed no signs of damage or contamination. The gds with data acquisition (da) printed circuit board assembly (pcba) and solenoid valve passed all testing. No fault found. Failure investigation could not replicate problem. No further investigation was performed on provided gds as stated failure was pressure accuracy, and 0 offsets for gds flow sensors within passing tolerances. The product meets specifications.

Event description:
The customer reported that the ventilator was failing the pressure test during the annual preventive maintenance service. The ventilator was not in use on a patient at the time of the event occurred.